Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16perc lead kit-50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30 cm. Model#: sc-2316-50, lot #: 19285635, description: clik x anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection following a revision procedure (MFR report #: 3006630150-2016-02628). The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well post-operatively.